Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: (B)(4). Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for additive abnormality (spray coat) was observed. This complaint has been confirmed for the indicated failure mode of additive abnormality (spray coat). Bd determined that the root cause of the indicated failure mode was attributed to a misalignment of the tube trays from the additive spray coater nozzles. Corrective measures are being implemented on the manufacturing line to assist in more accurate positioning of the tube trays to the spray coating application. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd sst vacutainer blood collection tube, the device experienced discolored / abnormal additive form. The following information was provided by the initial reporter. The customer stated: it was reported that the tube have condensation in them.